Manufacturer narrative:
The unit has been received for investigation, however, the investigation is not complete at this time. When the investigation has been completed, a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reported the unit had a burn on the power cord. It was verified there was thermal damage due to a broken component.

Manufacturer narrative:
The scd unit was inspected and was found to have significant thermal damage from a power supply failure. Upon inspection and triage the following issues were found: software update needed, power cord damaged with no copper showing, a broken case and a damaged power supply. The controller was fixed by replacing the power supply, control board and other parts. The unit passed further testing. It was verified there was thermal damage due to a broken component. The line prong on the connector of the power supply was detached, and stuck inside the female end of the power cord. The possible root cause of the line prong breaking off while energized with ac power, causing arcing in the gap between the power cord and the connector, could not be determined at this time. However, the possible root cause of the broken rear case and front case is most likely the result of damage caused during use. There are no corrective/preventative actions deemed necessary at this time. This is a serviced product that requires regular servicing including calibration and testing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.